Event description:
Reportable based on device analysis completed on 19nov2025. It was reported that the coil was stuck in the catheter and became stretched. The patient presented with abdominal aortic aneurysm underwent embolization using a 12mm x 40cm interlock-35 and non-boston scientific catheter. However, during the procedure, the coil could not be pushed out of the catheter, and obvious resistance was felt when it was pushed to the middle of the catheter. It was judged that the coil was stuck in the catheter. After the physician withdrew the device from the patient's body and the catheter, it was noted that the coil became stretched. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was stable post-procedure. However, device analysis revealed that the arm coil was detached.

Manufacturer narrative:
E1: (B)(6). G1: MFR site zip/post code: t12 yk88. Device evaluated by MFR: the main coil, the introducer sheath and the delivery wire were returned to our post market quality assurance laboratory. Visual and microscopic inspections were performed, and it was necessary to make a cut in the introducer wire to remove the coil. It was observed that the main coil was bent and stretched at the primary coil section, the arm coil was detached. Dimensional inspection of the main coil revealed the components were within specifications. No other issues were identified during the product analysis.